Manufacturer narrative:
Account tried to adjust the brake caster and could not adjust it. Account replaced the brake caster to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that brake caster is not holding.